Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve was dislodged into the hub. The hemostatic valve itself remained intact. No air entered the patient's body. The issue was resolved by replacing the vizigo short with another new one, and the procedure was completed without any problems. The patient did not suffer any health problems or patient consequences.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000449 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).